Manufacturer narrative:
Initial.

Event description:
It was reported that a user left the ilet pump strapped to its charger overnight and found the device very hot, and upon unlocking the device it displayed the fill tubing screen; engineering logs showed the user had navigated to that screen previously, and no alerts or alarms other than an insulin set expired alert, which was acknowledged, were reported, consistent with an overheating device issue involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem and an overheating device condition associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.